Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pelvic ultrasound revealed that the right essure micro-insert had shifted within the fallopian tube/ not only had shifted but it had also perforated the fallopian tube"), pelvic inflammatory disease ("pelvic inflammation"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient (gravida 6, para 5) who had essure (ess205) (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 1997; (B)(6) 2000; (B)(6) 2003; (B)(6) 2005; (B)(6) 2007) and left oophorectomy in 2002. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included body mass index normal, shellfish allergy, seafood allergy and fruit allergy. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2007 to (B)(6) 2008 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 10 months 18 days after insertion of essure (ess205), the patient experienced pelvic pain ("severe pelvic pain/apin"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), pruritus ("itching"), rash ("rashes on arms, stomach and pelvis"), fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with weight increased and menstruation delayed and abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage and pelvic pain. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections") and skin irritation ("skin irritation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2017) and surgery (salpingectomy and hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, vaginal infection, vaginal discharge, skin irritation, pruritus, rash, alopecia, fatigue, weight increased, weight decreased, migraine, anxiety, depression, headache and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin irritation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, symptoms had mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan: on an unknown date: essure in the correct position and location in 2015: home pregnancy test: positive two weeks later, patient had pelvic exam and ultrasound were performed. Both of these tests confirmed she was pregnant, but she was experiencing a miscarriage. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events added- headache and dyspareunia (painful sexual intercourse). Historical conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pelvic ultrasound revealed that the right essure micro-insert had shifted within the fallopian tube/ not only had shifted but it had also perforated the fallopian tube"), pelvic inflammatory disease ("pelvic inflammation"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient (gravida 6, para 5) who had essure (ess205) (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 997; (B)(6) 2000; (B)(6) 003; (B)(6) 2005; (B)(6) 007) and left oophorectomy in 2002. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included body mass index normal, shellfish allergy, seafood allergy and fruit allergy. Concomitant products included medroxyprogesterone (depo provera) from 16-jul-2007 to 22-may-2008 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 10 months 18 days after insertion of essure (ess205), the patient experienced pelvic pain ("severe pelvic pain/apin"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), pruritus ("itching"), rash ("rashes on arms, stomach and pelvis"), fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with weight increased and menstruation delayed and abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage and pelvic pain. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections") and skin irritation ("skin irritation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2017) and surgery (salpingectomy and hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, vaginal infection, vaginal discharge, skin irritation, pruritus, rash, alopecia, fatigue, weight increased, weight decreased, migraine, anxiety, depression, headache and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin irritation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, symptoms had mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: essure in the correct position and location in 2015: home pregnancy test: positive two weeks later, patient had pelvic exam and ultrasound were performed. Both of these tests confirmed she was pregnant,but she was experiencing a miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pelvic ultrasound revealed that the right essure micro-insert had shifted within the fallopian tube/ not only had shifted but it had also perforated the fallopian tube"), pelvic inflammatory disease ("pelvic inflammation"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure (ess205) (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1997; (B)(6) 2000; (B)(6) 2003; (B)(6) 2005; (B)(6) 2007), left oophorectomy in 2002, pregnant from (B)(6) 2006 to (B)(6) 2017 and cyst. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included body mass index normal, shellfish allergy, seafood allergy and fruit allergy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/apin"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), pruritus ("itching"), rash ("rashes on arms, stomach and pelvis"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), polyarthritis ("inflammation of joints"), diverticulum ("diverticulosis"), nausea ("nausea") and allergy to metals ("nickel allergy"), 10 months 18 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with weight increased and menstruation delayed and experienced abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage and pelvic pain. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), skin irritation ("skin irritation") and mental disorder ("psychological or pyschiatric problems"). The patient was treated with ibuprofen (motrin) and surgery (salpingectomy and hysterectomy and total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, back pain, dysgeusia, vaginal infection, vaginal discharge, pruritus, rash, weight decreased, anxiety, depression, headache, dyspareunia, polyarthritis, nausea, allergy to metals and mental disorder outcome was unknown and the dysmenorrhoea, skin irritation, alopecia, fatigue, weight increased, migraine, female sexual dysfunction and diverticulum had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, polyarthritis, pregnancy with contraceptive device, pruritus, rash, skin irritation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, symptoms had mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: results: essure in the correct position and location. In 2015: home pregnancy test: positive two weeks later, patient had pelvic exam and ultrasound were performed. Both of these tests confirmed she was pregnant,but she was experiencing a miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs recevied. Outcome of events :cramping , abnormal bleeding , weight gain, fatigue, skin irritation , dysmenorrhea , migraines , diverticulosis, dyspareunia, apareunia, gastrointestinal problem were updated. Medical history were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pelvic ultrasound revealed that the right essure micro-insert had shifted within the fallopian tube/ not only had shifted but it had also perforated the fallopian tube"), pelvic inflammatory disease ("pelvic inflammation"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)"), rectal haemorrhage ("rectal bleeding") and intestinal haemorrhage ("intestinal bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (B)(6) 1997; (B)(6) 2000; (B)(6) 2003; (B)(6) 2005; (B)(6) 2007), left oophorectomy in 2002, pregnant from (B)(6) 2006 to (B)(6) 2017 and cyst. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included body mass index normal, shellfish allergy, seafood allergy, fruit allergy, right lower quadrant pain, hematochezia, melena, fever, chest pain, shortness of breath, vomiting, decreased appetite, diarrhea, fibroids and cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2007 to (B)(6) 2008 for birth control as well as morphine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/apin"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), pruritus ("itching"), rash ("rashes on arms, stomach and pelvis"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), polyarthritis ("inflammation of joints"), diverticulum ("diverticulosis"), nausea ("nausea") and allergy to metals ("nickel allergy"), 10 months 18 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with weight increased and menstruation delayed and experienced abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage and pelvic pain. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), skin irritation ("skin irritation") and mental disorder ("psychological or pyschiatric problems"). The patient was treated with and surgery (salpingectomy and hysterectomy and total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, back pain, dysgeusia, vaginal infection, vaginal discharge, pruritus, rash, weight decreased, anxiety, depression, headache, dyspareunia, polyarthritis, nausea, allergy to metals and mental disorder outcome was unknown and the rectal haemorrhage, intestinal haemorrhage, dysmenorrhoea, skin irritation, alopecia, fatigue, weight increased, migraine, female sexual dysfunction and diverticulum had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, intestinal haemorrhage, menorrhagia, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, polyarthritis, pregnancy with contraceptive device, pruritus, rash, rectal haemorrhage, skin irritation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, symptoms had mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Computerised tomogram abdomen - on an unknown date: no acute CT abnormality noted within the abdomen or pelvis.. Ultrasound scan - on an unknown date: results: essure in the correct position and location. In 2015: home pregnancy test: positive two weeks later, patient had pelvic exam and ultrasound were performed. Both of these tests confirmed she was pregnant,but she was experiencing a miscarriage. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, diverticula, nausea" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Events added from pfs- rectal bleeding, intestinal bleeding. Medical history, concomitant drug, event onset date, events outcomes. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pelvic ultrasound revealed that the right essure micro-insert had shifted within the fallopian tube/ not only had shifted but it had also perforated the fallopian tube"), pelvic inflammatory disease ("pelvic inflammation"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient (gravida 6, para 5) who had essure (ess205) (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 1997; (B)(6) 2000; (B)(6) 2003; (B)(6) 2005; (B)(6) 2007), left oophorectomy in (B)(6) and pregnant from (B)(6) 2006 to (B)(6) 2017. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included body mass index normal, shellfish allergy, seafood allergy and fruit allergy. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2007 to (B)(6) 2008 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 10 months 18 days after insertion of essure (ess205), the patient experienced pelvic pain ("severe pelvic pain/apin"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), pruritus ("itching"), rash ("rashes on arms, stomach and pelvis"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), polyarthritis ("inflammation of joints"), diverticulum ("diverticulosis"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with weight increased and menstruation delayed and abortion spontaneous (seriousness criterion medically significant) with vaginal haemorrhage and pelvic pain. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), skin irritation ("skin irritation"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and mental disorder ("psychological or psychiatric problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2017) and surgery (salpingectomy and hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, back pain, menorrhagia, dysgeusia, vaginal infection, vaginal discharge, pruritus, rash, weight decreased, anxiety, depression, headache, dyspareunia, female sexual dysfunction, polyarthritis, diverticulum, nausea, allergy to metals and mental disorder outcome was unknown and the dysmenorrhoea, skin irritation, alopecia, fatigue, weight increased and migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, polyarthritis, pregnancy with contraceptive device, pruritus, rash, skin irritation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, symptoms had mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: essure in the correct position and location in (B)(6) : home pregnancy test: positive two weeks later, patient had pelvic exam and ultrasound were performed. Both of these tests confirmed she was pregnant,but she was experiencing a miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Event added: apareunia (inability to have sexual intercourse), inflammation of joints,diverticulosis, nausea, nickel allergy, psychological and psychiatric problems, patient did not undergo essure conformation test. Historical condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pelvic ultrasound revealed that the right essure micro-insert had shifted within the fallopian tube/ not only had shifted but it had also perforated the fallopian tube"), pelvic inflammatory disease ("pelvic inflammation"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and weight increased and abortion spontaneous (seriousness criterion medically significant) with genital haemorrhage and pelvic pain. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding;"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), skin irritation ("skin irritation"), pruritus ("itching"), rash ("rashes on arms, stomach and pelvis"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), migraine ("migraines"), anxiety ("anxiety") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, vaginal infection, vaginal discharge, skin irritation, pruritus, rash, alopecia, fatigue, weight increased, weight decreased, migraine, anxiety and depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin irritation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, ms. (B)(6) symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in the correct position and location in 2015: home pregnancy test: positive two weeks later, patient had pelvic exam and ultrasound were performed. Both of these tests confirmed she was pregnant,but she was experiencing a miscarriage. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.